Manufacturer narrative:
The condition of battery depleted set alarm was confirmed. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Colleague infusion pump was reported originally for a damaged battery. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. During a review of the pump's event history by baxter canada personnel, the device was found to have experienced a battery depleted set alarm which interrupted delivery. This device utilizes user interface module master software version 6.13.92 categorized as remediated.